Manufacturer narrative:
(B)(4) - infection. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is rec'd, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a laminectomy procedure on (B)(6) 2010 and an absorbable hemostat was used along with a hemostatic powder ("hemosatse" from gamida) and a biological glue ("bioglue" from gamida) for important bleeding from epidural veins. All of these products were left in place in the pt. Postoperatively, the pt had paralysis at "j+8" and an abscessed hematoma was detected by ductal scanner. The pt had a re-operation on (B)(6) 2010. A pellet, probably composed of the three hemostatics used, was removed. The site was cleaned and a new absorbable hemostat was used along with hemostatic glue to achieve hemostasis. The pt was given corticoid, a.c., and an analgesic. The pt has persistent paralysis, but is well.